Event description:
Pt needed emergency surgery due to active gi bleeding. Central line inserted, after insertion it was noted on x-ray that a portion of the guidewire was retained. Plan is to remove retained guidewire under fluoroscopy.